Event description:
It was reported that the patient was unable to inflate his inflatable penile prosthesis (ipp) because the pump was very hard to squeeze. The physician was able to inflate and deflate the device while the patient was sedated; however, the ipp was removed and replaced, and the physician will instruct the patient to use it regularly. There were no patient complications reported.